Event description:
A customer observed negatively biased vitros ckmb calibrator values while troubleshooting vitros ckmb quality control performance on a vitros eciq analyzer. False negative results may lead to inappropriate physician action. Pt samples were not processed while quality control was unacceptable. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eciq or vitros ckmb reagent lot# 1170 did not operate as intended. The investigation determined that negatively biased results were obtained when processing vitros ckmb calibrator fluids lot# 1190 as unknowns using the vitros ckmb reagent lot# 1170. The root cause of the negatively biased vitros ckmb results was determined to be a single box of vitros ckmb calibrator fluids lot# 1190. Calibrator fluids from an alternate box of lot# 1190 performed as expected.